Event description:
It was reported that a user experienced intermittent communication issues with a freestyle libre 3 plus sensor, including a pairing failure that subsequently reconnected during the call, consistent with an intermittent communication failure attributed to electrical and magnetic components, specifically the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed an interoperability problem between connected components, aligning with intermittent communication failure and involvement of electrical and magnetic elements such as the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.